Manufacturer narrative:
Upon receipt, the lead under complaint with an inserted non-biotronik stylet was found cut approximately 5cm distal to the is-1 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed approximately 35cm proximal to the lead tip, in the region of the suture sleeve deformations of the outer and inner conductor coils. In this region the insulation was damaged. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The analysis did not show any deviations that may have resulted in the reported dislodgements. The screw mechanism could not be analysed due to the fragmented state of the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
During a procedure, it is reported this solia lead dislodged twice. The lead was explanted and replaced.